Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the numbers were scrolling by themselves and customer removed battery. Customer's blood glucose was 166 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Unit received with cracked reservoir tube lip, battery tube threads, minor scratched display window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.